Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerns a (B)(6) caucasian female patient. Medical history included chronic sinus, allergy, being hypertensive and previous treatment with insulin lispro. Concomitant medications included metformin hydrochloride/vildagliptin as vitamin supplementation and itraconazole for hypertension. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge, via a reusable pen (humapen, unknown model), 35 iu before breakfast and 20 iu before dinner, subcutaneously, for the treatment of diabetes, beginning in (B)(6) 2015. Since around (B)(6) 2015, her blood glucose level was not under control but there were no other events associated with it. Approximately on (B)(6) 2016, she suffered an ischemic stroke; her blood glucose (bg) was higher than 500 mg/dl (no reference ranges provided) and her blood pressure was also high (no results, baseline results or reference values were provided). The event stroke and bg increased were considered serious for medical significance. Since unspecified date, her fasting blood glucose (fbg) was always greater than the post prandial. Human insulin 70/30 dose was modified after the stroke to 40 iu in morning and 20 iu in the night and metformin hydrochloride was added to control high bg. On (B)(6) 2016, her bg level was better managed, her fbg was 307 mg/dl and her random bg was 338 mg/dl (no reference ranges provided). Per the reporter, the physician thought the event could be probably or possibly related to human insulin 70/30; however, he also mentioned to be unsure about relationship. As of (B)(6) 2016, the events were resolving. As of (B)(6) 2016 after the stroke, tingling and numbness in limbs had appeared. Corrective treatment and outcome of the remaining events were not reported. Human insulin 70/30 treatment was continued. The operator of the humapen and his/her training status were not reported. The general duration of use of the humapen and the duration of use of the suspect humapen were not reported. The pen was stored in the refrigerator and needles were reused. There was no reported complaint for this humapen and its return was not expected. The reporting consumer did not provide any opinion of relatedness between the events and treatment with human insulin 70/30 and the humapen. Update 01-apr-2016: additional information received from the initial reporter via a psp on 23-mar-2016. Recoded the serious event of stroke to ischemic stroke. Updated the non-serious event of blood glucose increased to serious. Added metformin hydrochloride as corrective treatment. Added the non-serious events of paraesthesia and hypoaesthesia. Updated narrative with new information. Update 22-apr-2016, upon review, this case was opened to add the device only medically significant date of (B)(6) 2016 to allow for regulatory reports to schedule; add that the device was stored in the refrigerator and needles were reused; and update the medwatch and european and canadian required device reporting elements.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. New, updated and corrected information is referenced within the update statements. No further follow up is planned. Evaluation summary the patient experienced high blood glucose while using an unknown reusable humapen (lot unknown). There was no product complaint for the device and it was not returned for investigation. There was evidence of improper use of the device. It was reported that the patient re-used needles and stored the pen in the refrigerator. This is likely not relevant given that there was no product complaint relative to pen function. The device user manual indicates a new needle should be used with each injection and that the pen should not be stored in the refrigerator and/or with needles attached.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerns a (B)(6) caucasian female patient. Medical history included chronic sinus, allergy, being hypertensive and previous treatment with insulin lispro. Concomitant medications included metformin hydrochloride/vildagliptin as vitamin supplementation and itraconazole for hypertension. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge, via a reusable pen (humapen, unknown model), 35 iu before breakfast and 20 iu before dinner, subcutaneously, for the treatment of diabetes, beginning in (B)(6) 2015. Since around (B)(6) 2015, her blood glucose level was not under control but there were no other events associated with it. Approximately on (B)(6) 2016, she suffered an ischemic stroke; her blood glucose (bg) was higher than 500 mg/dl (no reference ranges provided) and her blood pressure was also high (no results, baseline results or reference values were provided). The event stroke and bg increased were considered serious for medical significance. Since unspecified date, her fasting blood glucose (fbg) was always greater than the post prandial. Human insulin 70/30 dose was modified after the stroke to 40 iu in morning and 20 iu in the night and metformin hydrochloride was added to control high bg. On (B)(6) 2016, her bg level was better managed, her fbg was 307 mg/dl and her random bg was 338 mg/dl (no reference ranges provided). Per the reporter, the physician thought the event could be probably or possibly related to human insulin 70/30; however, he also mentioned to be unsure about relationship. As of (B)(6) 2016, the events were resolving. As of (B)(6) 2016 after the stroke, tingling and numbness in limbs had appeared. Corrective treatment and outcome of the remaining events were not reported. Human insulin 70/30 treatment was continued. The operator of the humapen and his/her training status were not reported. The general duration of use of the humapen and the duration of use of the suspect humapen were not reported. The pen was stored in the refrigerator and needles were reused. The device was not returned. The reporting consumer did not provide any opinion of relatedness between the events and treatment with human insulin 70/30 and the humapen. Update 01-apr-2016: additional information received from the initial reporter via a psp on 23-mar-2016. Recoded the serious event of stroke to ischemic stroke. Updated the non-serious event of blood glucose increased to serious. Added metformin hydrochloride as corrective treatment. Added the non-serious events of paraesthesia and hypoaesthesia. Updated narrative with new information. Update 22-apr-2016, upon review, this case was opened to add the device only medically significant date of 23-mar-2016 to allow for regulatory reports to schedule; add that the device was stored in the refrigerator and needles were reused; and update the medwatch and european and canadian required device reporting elements. Update 28-apr-2016: additional information received on 28-apr-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements and updated the narrative.